Manufacturer narrative:
Please note corneal industrie is awaiting assignment of FDA registration number. Corneal and allergan have requested further information from the reporter including the lot number for this event. We have not received a response from the reporter.

Event description:
Reported as "infection and allergy". At this time, we have minimal information regarding this event but we are aware that the physician performed a biopsy. We are waiting for translation of additional information.